Event description:
It was reported that during control testing to replace a defibrillator, it was noted that noise was observed on the atrial lead. In addition to noise, some far field oversensing was also observed on the atrial lead. The physician opted not to revise the atrial lead. Programming changes were made. The patient was stable.